Manufacturer narrative:
The sample was serum. Qc results were within the established ranges prior to and after the event. A system check was performed on (B)(4) 2010 and met specifications. A bci field service engineer (fse) was on site on (B)(4) 2010. The fse performed a major preventive maintenance. All verification testing met the specifications and no hardware issue was noted. A clear root cause for the event has not been determined to date. This reportable event was identified during a retrospective review of complaints within the date range (B)(4) 2010 - (B)(4) 2010 for additional reportable events/occurrences. This reportable event is related to previously submitted MDR 2122870-2010-00633.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a non-reactive rubella igg result generated on access 2 immunoassay analyzer for one patient. The result was reported out of the laboratory. Subsequent testing produced reactive rubella igg result. No death, injury, or change to patient treatment has been reported in connection with this event.